Manufacturer narrative:
Evaluation results: one portex epidural continuous tray was returned for investigation. Under visual inspection the technician noticed that the catheter connector luer was broken the reported leak was observed when tested by a syringe filled with water. The issue was traced to a supplier fault.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex epidural minipack leaked liquid from the epifuse during insertion. There were no adverse patient effects.